Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Lot #: gm4950802. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination at the macroscopic level found that the fracture was located at the poly driver¿s distal tip. A fracture analysis report was conducted on the returned device. It was noted plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload. This suggests that the driver underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the poly driver¿s distal tip fracturing cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following was reported: event date: (B)(6) 2018. Event: during a lumbar fusion case, surgeon broke the tip off of (3) 279734000n. Hospital: (B)(6) hospital. Surgeon: dr. (B)(6). Procedure: open tlif. Outcome: tip fragment received on from 2 of the drivers. 1 driver tip fragment was no retrieved. It was jammed in the screw. I told the surgeon that the material of the driver tip was not implant grade. He replied that it was completely jammed and would leave it. Note: patient had extremely hard bone. The surgeon was implanting 7 and 7.5mm screws, and using a 6.0mm tap.